Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10d30064, h10h31055 with no defects noted. The assignable cause is use error-poor aeseptic technique. The current labeling provides ample instructions related to the prevention of use error in aseptic technique. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 3 for this incident of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
On (B)(6) 2010, during a follow up call for an unrelated alarm, the patient's caregiver reported, the home patient was on antibiotics for a current peritonitis. No further information was available at the time. On (B)(6) 2011, baxter contacted the peritoneal dialysis registered nurse (pdrn) to get further information about this episode of peritonitis. The pdrn stated that the patient has peritonitis and is being treated. The patient has continued peritoneal dialysis(pd) therapy without difficulty. On (B)(6) 2011, the patient began treatment with cephazolin (unknown dose ) for 21 days. Antibiotic therapy is ongoing. The patient's condition has improved. The nurse reported that the cause of this peritonitis was a break in aseptic technique. The patient is being retrained. No further information was available.